Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6).. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2019. The heartmate 3 lvas IFU is currently available. This IFU lists infection, bleeding, and stroke as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted (B)(6) 2020 with fever and septic shock. Blood cultures revealed (B)(6). Chest CT showed infection of heartmate 3 outflow graft close to point of anastomosis to ascending aorta. Patient also had a right intracerebral hemorrhage stroke. The patient received antibiotics for infection. For stroke, the patient had blood pressure management and physical/occupational therapy to regain strength in upper extremity. The patient was discharged on (B)(6) 2020.